Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was not able to take 3d images/build 3d reconstructions. The site was only getting full gray images during a spin. 2d was working as normal. The site rebooted the system with no change. There was a delay of less than one hour before navigation, imaging, and the procedure were aborted. There was no impact to the patient.

Manufacturer narrative:
Weight) patient weight not available from the site. Device evaluated by MFR) the manufacturer representative (rep) went to the site to test the imaging system. The site could not take 3d images. They rebooted but that was unsuccessful. The rep discovered that system was taking 3d images, but that reconstruction fails with 40cm field of view images. Black images were on the mobile view station (mvs). Gray images were in the navigation system when transferred. 20cm 3d scans were normal. There were error messages in the logs. The issue was resolved by performing extended rad gain calibration. Log history shows that gain calibration was performed a few days before the event. Extended rad gain was improperly done. The site brought kvp down too low after initial failure at 135kvp. This caused baseline images to be too dark and fail reconstruction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the procedure was aborted before anesthesia was administered. There were 7 people present in the room at the time.